Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had not been feeling well. They noticed discrepancies between glucose sensor readings and the actual blood glucose (bg) levels. The patient called a medical hotline where the doctor advised calling an ambulance. When paramedics arrived, they measured elevated blood glucose levels of 250-260 mg/dl. The patient experienced mobility issues and presented overall poor condition. The patient was diagnosed with pneumonia as the primary cause for hospitalization and was given medication to lower blood glucose (specific medications unknown).